Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital in ICU, due to the device unable to shock patient. Normal sinus rhythm was restored after an external defibrillation. The implantable cardioverter defibrillator (ICD) device exhibited a code 1004 which is indicative of a shock into short circuit condition (low impedance), resulting in a shorted shock and code 1007 which is indicative of charge times greater than 45 seconds. The device remains implanted. The patient was discharged, and the physician will monitor the patient closely. New information received indicates that due to the device's inability to shock the patient during their cardiac arrest the patient suffered permanent neurological damage. New information received indicates that this right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). During the procedure the physician noted that this rv lead appeared to be broken into the lead body in the pocket area and kinking below the device. A new rv lead was implanted. Besides surgical intervention, no additional adverse patient effects were reported.